Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was put through extensive testing including functional testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. The device was recertified and returned to the customer. Review of the device logs showed the device prompted low battery after 5 hours to the case. The device shut down after prompting a low battery and shutdown warning. The device stayed on for 5 hours and shut down due to a depleted battery, which is the standard operation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.